Manufacturer narrative:
(B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the returned sample lot number, m5082t507, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The catheter was detached from the cone adapter. The cone adapter and catheter end were viewed under ultraviolet lighting, the catheter end fluoresced under ultraviolet light and the cone adapter did not. Suctioning of the thumb valve could not be tested due to the detached catheter. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported by respiratory care therapist that the suction catheter's shut off valve continues suctioning and does not stop.